Manufacturer narrative:
Received one used and two unused 3-way stopcocks with extension tubing for testing. The used stopcock was pressure tested with 8 psi of air under water no leakage was noted. The used and unused sets were tested with 0-40 psi of water pressure. The used set leaked at the stopcock/tubing solvent bond at 25 psi water pressure and the unused sets leaked at the same location at 29 and 40 psi water pressure. Due to the testing results, the reported product will be tested on a sample basis at 45 psi of water pressure.

Event description:
Account reports incidents in which separation occurs at the tubing/stopcock connection. Reporter stated they utilize approximately 15 of the reported devices daily and about 75% of the reported lot number is separating. Reporter stated she experienced one incident in which backflow of blood was occurring, push a was being given to clear the line, the tubing separated from the stopcock, spraying the reporter in the face with blood. Writer inquired if the blood had entered the hcp's eyes, mouth, etc., and reporter replied, " I don't think it did". Writer inquired if pt was known to have hepatitis or other blood diseases, and reporter stated, " I don't know, she is one of our regular urokinase pt's". Reporter stated she had just removed one of the reported devices from the packaging, attached a syringe to the set, and separation occurred. No pt compromise reported with the incidents.